Manufacturer narrative:
As reported by legal brief, on (B)(6) 2021, a patient underwent a total ankle arthroplasty (taa) on her right ankle and was implanted with an exactech taa system. Patient's exactech taa system subsequently "failed." As a result, patient required an additional surgery to remove the implant and replace it with another joint replacement system on (B)(6) 2022. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Event description:
As reported by legal brief, on (B)(6) 2021, a patient underwent a total ankle arthroplasty (taa) on her right ankle and was implanted with an exactech taa system. Patient's exactech taa system subsequently "failed." As a result, patient required an additional surgery to remove the implant and replace it with another joint replacement system on (B)(6) 2022.